Manufacturer narrative:
H6- health effect- clinical code 4581: narrow angles. Claim#: (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. The surgeon reports high vault and narrow angles. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.